Event description:
It was reported that the infusion set was accidentally pulled out during use due to the tubing catching on something event on (B)(6) 2026. The blood glucose level was high and the patient was treated with drinking water.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.